Manufacturer narrative:
(B)(4). Analysis description: final analysis found that the pfte coating of the stylet bunched up distal to the connector pin. The damage found likely resulted in the reported difficulty in removing the stylet from the lead. (B)(4).

Event description:
It was reported that during implant, a stylet was unable to be removed from the left ventricular lead. Excessive force was used and damaged the lead. The lead was not used. No patient symptoms were reported.